Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin squirted out during the manual prime process and the insulin pump alarmed as well was stuck in the prime loop. Troubleshooting was performed. The customer stated that the drive support cap was sticking out, but she pushed back in. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.